Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred. Customer's blood glucose level was 300 mg/dl. The customer cleared the alarm, reloaded the cartridge, and resumed insulin delivery.